Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. Boston scientific technical services (ts) confirmed that the patient was not compliant on the remote monitoring system. The power consumption was only at 37 uw. To date, this device remains in service. No adverse patient effects were reported.